Event description:
During an in-clinic follow-up, increased capture threshold and p-wave amp variation were noted on the atrial lead. Diagnostic fluoroscopy was performed and a dislodgement was noted on the atrial lead. The lead was explanted and replaced to resolve the event. The patient was in stable condition.